Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external abrasion breaching the outer insulation and exposing the outer coil distal to the connector boot of the partial lead. The cause of the external insulation abrasion is consistent with friction to device can.